Event description:
During a percutaneous coronary intervention (pci), the stent dislodged and was successfully retrieved. The target lesion was the first (1st) obtuse marginal (om). The lesion was reported to be calcified and tortuous. The physician was attempting v-stenting of the 1st om and the circumflex. After successfully deploying the stent in the circumflex, the 1st om stent got caught on the other stent and dislodged. After retrieving the dislodged stent, the procedure was completed successfully with another cypher stent. There was no reported patient injury.